Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32108. It was reported that the patient was experiencing uncomfortable stimulation due to lead migration that occurred on an unknown date. The leads were scheduled to be replaced on (B)(6) 2020. During the procedure the physician could not implant new leads and the procedure was abandoned (related manufacturer reference number 3006705815-2020-32112 and 3006705815-2020-32110) .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 3006705815-2020-32108.